Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bjky, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that she fell on the implantable neurostimulator (ins) the night of (B)(6) 2015 and her whole right side was stinging. She tried turning stimulation off and tried everything. She wanted to reach the manufacturer representative (rep) for help to find a healthcare provider (hcp) to take it out. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The exact source of the stinging, any interventions, and the patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.